Manufacturer narrative:
B3: date of event is unknown. H3: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a tiny black debris on the inside of the plastic cartridge. The event occurred after adding the medication. There was no patient involvement and no patient harm/adverse event reported. Related reports cn-292445 and cn-292446.

Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). H6. Investigation codes: updated. Investigation summary: four pictures were attached to the complaint; three pictures show the devices and one the label. According to these pictures, foreign material/contamination was detected and confirmed in the device. However, no sample was received for this complaint, so a root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.